Event description:
A report was received that the patient was experiencing a surge of stimulation with drastic positional changes. X-ray was taken and the physician determined that the lead may have shifted. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was experiencing a surge of stimulation with drastic positional changes. X-ray was taken and the physician determined that the lead may have shifted. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50 sn (B)(4). Device evaluation indicated that the lead was analyzed and no anomalies were found.